Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a device interrogation, the display screen of the programmer went black with instructions to re-boot the programmer. The programmer was power cycled and the device was re-interrogated, however the patient's diagnostic data from the previous session was erased and unable to be viewed. The programmer is expected to be returned to service. No patient complications have been reported as a result of this event.